Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. The date of the event is an approximation. On the night on (B)(6) 2025, the patient received a low-glucose alert on her cgm device. Her daughter, who follows her readings through the follow app, received the same alert and called to check on her. The patient informed her daughter that she was fine and was taking glucose tablets and drinking orange juice. She also reported feeling extremely cold, went to bed, and fell asleep. The following morning, on (B)(6) 2025, at approximately 6:00 a.m., the daughter received another notification through the follow app indicating no readings available (the patient could not recall the exact message). At around 9:30 a.m., the daughter went to the patient¿s home and found her unconscious. According to the patient, she believed she had been unconscious since approximately 8:00 p.m. The previous night. The daughter transported the patient to the hospital. Upon arrival, a fingerstick blood glucose measurement was performed, which showed a value of 5 mg/dl. The patient was immediately treated with intravenous glucose. She remained in a coma for three days in the ICU and regained consciousness on (B)(6) 2025 but continued to be monitored in the ICU. The patient recalled receiving a ¿warm solution straight to her heart¿ to raise her body temperature, which she reported was 84°f at the time. She could not confirm any additional medications administered during hospitalization. The patient was discharged on (B)(6) 2025. After the incident, her endocrinologist changed her medications to lyumjev and jardiance 10 mg. No additional medical evaluation or follow-up information was documented. At the time of the report, the patient was described as stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information was received on 03/25/2026. Data was received and evaluated. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2025, the estimated glucose values were in range, dropping from 93 mg/dl to 66 mg/dl from 01:02 am to 01:42 am. At 01:47 am, the estimated glucose values dropped below the low threshold (60 mg/dl), and the app delivered urgent low soon alerts at 55% volume until to 01:52 am and 100% volume from 01:57 am to 02:02 am. At 02:07 am, the egv reached the urgent low threshold (55 mg/dl), and the app delivered an urgent low alert at 55% volume. At 02:12 am, the egv (63 mg/dl) returned within range. At 02:17 am, the egv dropped to 59 mg/dl, and the app delivered another urgent low soon alert at 55% volume. The egv dropped to 49 mg/dl, and the app delivered urgent low alerts escalating from 55% to 100% volume from 02:22 am to 02:37 am. The egvs slightly rose, and the app delivered low alerts at 55% volume from 02:42 am to 02:47 am. The egv dropped below 55 mg/dl again, and the app delivered urgent low alerts escalating from 55% to 100% volume from 02:53 am to 03:22 am. At 03:27 am, the device began experiencing temporary sensor error. With egvs of 46 mg/dl, the app delivered urgent low alerts at 55% volume from 03:32 am to 03:37 am. At 03:42 am, the device began experiencing temporary sensor error again. After the default 20-minute delay, from 04:02 am to 06:27 am, the app delivered temporary sensor error alerts at 55% volume. At 06:32 am, the sensor failed, and the app delivered a sensor failed alert at 55% volume. No alerts were acknowledged during this time. The probable cause could not be determined. Data investigation could not confirm the allegation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).